Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.4-17.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to adverse of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.